Event description:
The customer had erratic readings of 44 mg/dl and then 178 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer disconnected the call before more information could be gathered. Customer service was sending a check strip and normal control solution to the customer.